Event description:
Customer reported experiencing a low blood glucose level, with the lowest recorded at 42 mg/dl. The customer treated the low blood glucose level with glucose and orange juice and temporarily suspended insulin. Control-iq feature on the pump was turned off. Despite the unknown cause of the low blood glucose, the customer declined a supplies or system check and no further assistance was required.